Event description:
It was reported that the colonovideoscope displayed an incompatible scope error (e315). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: 2 light guide lenses were found to be dirty on the inside. A root cause could not be identified. Based on the investigation results, the most probable cause of this complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.